Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. During a nurse visit, the patient reported that in (B)(6) 2025 while hospitalized for a fall with rib fractures, a physician noted that the area above the insertion site felt consistent with tubing palpable beneath the skin and the stoma site was found to be mildly erythematous upon inspection. A swab was taken by a physician due to reported discharge and the patient commenced cephalexin for a suspected peg site infection.